Event description:
The customer reported that the system's table leg extension was difficult to remove and the table pad was worn. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The table pad was replaced and the extension was adjusted. The system was tested and found to be working as intended and put back into service.